Event description:
It was reported that during receiving inspection that the unit was powered on, and tourniquet cuffs attached, the pressure fluttered and could not establish stabilized pressure. It was showing the line occlusion error when the line was not occluded. A leak test was performed on the cuffs, and they did not show a leak. Device was set on the default setting of 250 mmhg. If fluttered between 245 and 260 mmhg. There was no harm or injury to the patient and no reported delay. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Review of the most recent repair record determined the device pressure was fluttering. The inflate and deflate valves were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.